Manufacturer narrative:
Continuation of d10: product ID 977a290, serial# unknown, implanted: (B)(6) 2024, explanted: (B)(6) 2025, product type lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 977a290, serial/lot #: unknown: b3: date inaccurate, only the year is valid. D10: implant date inaccurate, only the year is valid. G2: the country of origin is germany. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that there was a lead defect; there were high impedances, and no therapy was available. The lead was replaced, and the representative reported that everything was fine now.

Manufacturer narrative:
Continuation of d10: product ID 977a290 implanted: (B)(6) 2024 explanted: (B)(6) 2025 product type lead h3: the lead was returned for product analysis. The returned lead was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. The returned lead passed all testing in the laboratory and no anomalies were identified. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.